Event description:
It was reported that during the implant procedure, the physician was unable to remove the screwdriver from device header. The physician unscrewed until the screw came out of the device header, inserted it back into the device header and was then able to remove screwdriver. It was then noted that the device appeared to have sensing issues. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analysis was performed and no anomalies were found. The returned device indicated a damaged grommet, a set screw with a rounded socket and the set screw was found in the connector bore. (B)(4).